Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Additionally, a visual inspection of the returned device was performed from attachment visual analysis of the returned sample revealed that the elite compression implant kit 25x20x20x20x20mm 4 legs was found to have been deployed before its use, staple fell apart from inserter. Migration condition cannot be confirmed as related evidence was provided. A dimensional inspection for the elite compression implant kit 25x20x20x20x20mm 4 legs was unable to be performed due to complex geometry of the device. A functional test was unable to be performed due to staple being already deployed. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the elite compression implant kit 25x20x20x20x20mm 4 legs would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If more information become available, the record will be re-assessed,a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, when the resident was about to put the elite implant kit staple into the bone he noticed it was loose and partially deployed. When the resident put the staple onto the bone it deployed before he could even insert it. Another staple was opened to finish the case. There were three minutes surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report involves one (1) elite 25x20x20mm, straight bridge, 4 legs. This is report 1 of 1 for (B)(4).